Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 1627487-2019-11562. It was reported that the patient was not getting adequate stimulation. It was discovered that the patient had high impedance on their leads. Troubleshooting steps were taken but remained unsuccessful. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their leads explanted and replaced. Therapy has been restored post-op.